Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal follow-up, inappropriate auto mode switch episodes due to competitive atrial pacing were observed. Programming changes were not made. The device remains implanted. The patient will continue to be monitored.